Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited high pacing impedance, which had gradually increased over a period of months. Based on medical judgment, the lead remains in use. The patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.

Event description:
It was further reported that approximately two and a half years later, the patient underwent a routine device interrogation, during which it was observed that the pacing impedance of the right ventricular (rv) lead was again elevated. Loss of capture by this lead was also observed. The most likely diagnosis was determined to be ¿exit block due to extensive and progressive fibrosis around the [rv] lead.¿ the lead remains in use, however replacement is being planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had high pacing threshold. The lead was explanted and replaced.